Event description:
It was reported that the patient was not able to use the personal therapy manager (ptm). The patient continued to get the communication unsuccessful screen. The patient was using an antenna. The batteries were changed the day prior to the report. It was noted the ptm was used with and without the antenna and the caller would still get the communication unsuccessful screen. The pump had not flipped or moved in the body. Additional information received reported the caller was using new alkaline batteries and was still getting the ¿try communication again¿ screen and the device would not power up. It was noted that the ptm had not been dropped or gotten wet; however, something was wiped off of it. It was also reported that the patient was really sick and was going to her normal doctor on (B)(6) 2015. Upon device return, analysis resoldered the antenna jack as a preventative measure. C200. Additional information received reported the patient received a new ptm and was still getting poor communication. The patient had been very ill with what seemed to be a bug. The patient had been vomiting, had diarrhea, and everything smelled like burnt wires. It was clarified that the pati ent hadn¿t been feeling very well since christmas. The patient couldn¿t eat and was on the baby food diet. When the patient met with their normal doctor on (B)(6) 2015, the patient was told that because she was down medicine 4 times per day (she was unable to get a bolus) she was withdrawing a little because of that. The patient was still not able to get a bolus with the new ptm and was getting the same error message as before. The patient would see the bolus was unsuccessful with a code of 8286. It was reviewed that code 8286 was a critical empty reservoir code. The patient confirmed that this was the code that she had been seeing since the beginning. The patient last went to see her health care provider (hcp) on (B)(6) 2015. They adjusted the settings but did not do a refill. It was verified that according to the patient¿s telemetry strip, her refill date was supposed to be on (B)(6) 2015. The patient was not hearing an alarm but noted that her hearing was bad. Additional information received reported the patient was also experiencing nausea, chills and increased pain. The cause of the event was a programming error which caused drug withdrawal. The programming issue was that the patient received a pump increase on (B)(6) 2014 which changed the alarm date from (B)(6) 2015 to (B)(6) 2015 and the refill appointment was not changed to reflect this. The patient was seen at the hcps office and given an injection and oral medication. An alarm was confirmed through telemetry. The pump was refilled on (B)(6) 2015. The patient recovered without permanent impairment. The pump was infusing dilaudid (hydromorphone) at 5.2779mg/day, marcaine (bupivacaine) at 5.2779mg/day, and baclofen at 5.2779mg/day. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).